Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the patient's orders were not crossing over to the station, thereby preventing users from accessing the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new orders and patient information did not cross over. A technical support specialist (tss) connected to the server via securelink. Customer encountered difficulty accessing securelink. The tss executed a query and identified a message halt and verified that all services were running properly. The server had been rebooted. The tss restarted the bd external messaging services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.